Event description:
At that doctor's visit, the scope was used. Since then, a very painful sore throat developed slowly and worked further down the throat and "infection" (right side predominantly) - difficulty swallowing, etc. No symptoms were present before the scope was used. Either or both, the scope was jammed down improperly and/or there was an infection on it that was not cleaned off. They put me on a ten-day antibiotic (levofloxacin) which did nothing to help at all. Then, a ten-day (stronger) antibiotic (amox and clavulanate potassium) (875 mg 2/day) plus prednisone. Throat has gotten only slightly better, while other symptoms are worse. Symptoms are now: sore throat; difficulty swallowing; difficulty getting up congestion / hard to clear throat (cilia damage?); sleeplessness; other cold-like symptoms (weak, aches, sneezing, cough, inflammation of mucosa, etc.).